Event description:
It was reported that a patient underwent a two-level x-stop procedure in (B)(6) 2010. The patient continues to have difficulty walking and is still experiencing pain. The patient had physical therapy after the x-stop procedure; however, the pain did not improve. The physician recommended a cortisone injection. Patient to follow up with the physician. No additional information was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.